Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 66 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: could persistency of current of injury forecast successful active-fixation pacing lead implantation? International journal of cardiology. 2018; 258:121-125. Doi: 10.1016/j.ijcard.2018.01.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable active-fixation pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers.the article reports that during the implantation procedure, thirty-six patients experienced lead dislodgement and elevated thresholds. It was noted four patients experienced failed implant attempts more than once. During follow up it was additionally reported that twelve patients experienced lead dislodgement and elevated thresholds. Reprogramming was performed on three patients and the rest required lead repositioning. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.